Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use. The customer's blood glucose level was 289 mg/dl. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.